Event description:
Customer performed a blood glucose test and received a result of 350mg/dl or so. The customer took to much insulin based on reading. The customer had a gran mal seizure. The customer woke up in the ambulance, they believe they received an IV at home. The customer thinks the emergency medical technican may have received a reading in the 40's mg/dl. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.